Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right atrial (ra) lead had fallen from its position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.